Event description:
During a rotator cuff repair the anchor dislodged from the inserter. The surgeon tried to insert the device without the use of a cannula, device was removed and a cannula was inserted. At this time, the anchor fell free from the inserter. The anchor was then reinserted onto the inserter. After finally deploying the anchor, it was noted that the t was below the cuff and on the humeral head. It was reported that the surgeon did not pre-drill the insertion site as required per instructions for use. The device was removed from the patient two days later without incident.